Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This ra lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Additional information obtained from the field representative (fr) indicates that there was non-capture identified during pre-generator change lead assessment. As per fr, this lead dislodgement had been confirmed via x-ray several years ago. Unable to provide the exact date of dislodgment due to limited x-rays records. No additional adverse patient effects were reported.